Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a thrombectomy procedure, the physician felt resistance while withdrawing the subject guidewire from the microcatheter. The physician pulled the subject guidewire with more force and the tip of the subject guidewire was broken and stuck inside the microcatheter. The microcatheter along with the broken tip were taken out of the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during a thrombectomy procedure, the physician felt resistance while withdrawing the subject guidewire from the microcatheter. The physician pulled the subject guidewire with more force and the tip of the subject guidewire was broken and stuck inside the microcatheter. The microcatheter along with the broken tip were taken out of the patient anatomy. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the guidewire was returned broken in 2 segments (7.3cm distal segment and 192.8cm proximal segment). In the proximal segment 192.8cm the core wire was not exposed. In the distal segment 7.3cm the core wire was not exposed. The core wire distal end was observed through the distal tip dome. The guidewire was soaked in water. After soaking the guidewire, it was inspected wet. The hydrophilic coating was intact. The guidewire distal tip revealed slight uneven swelling/bulge. When dry after approximately 10 seconds, the distal tip showed no anomaly and the swelling/bulges had disappeared. Functional inspection could not be performed as the device was damaged. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that during withdrawal from the catheter, the subject guidewire encountered resistance. The wire was pulled with a little more force and the tip tore off inside the microcatheter. The catheter with the broken wire tip was able to be recovered without problems. The guidewire was returned broken in 2 segments. The distal tip revealed slight uneven swelling when soaked in water. When dry after approximately 10 seconds, the distal tip showed no anomaly and the swelling/bulge had disappeared. This is a cosmetic issue, as there is no damage to the coating. During the dimensional inspection, the ods were confirmed to be within specification when the device was both wet and dry. While it is possible that swelling can cause friction, this could not be definitively determined as functional testing was unable to be performed due to the fracture. The microcatheter used in the procedure was unknown and was not returned for analysis. In the case of this complaint, it is probable that the guidewire encountered some tension or torsion forces when manipulated against resistance that caused the tip fracture in the microcatheter. An assignable cause of procedural factors will be assigned to the as reported and as analyzed 'guidewire distal tip broken/fractured during use', the as reported 'guidewire difficult to remove/withdraw from catheter' and the as analyzed 'device has cosmetic/appearance issue' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but performance was limited due to procedural and/or anatomical factors during use.